Event description:
Related MFR#: 2916596-2023-03742 covers the backup battery fault on the system controller. It was reported that the patient came home and checked their pump as per their routine; pump parameters and the self test were normal. However, a few minutes later the patient's pump alarmed with a "red" alarm and displayed "change controller and contact the hospital". As the patient's spouse began to prepare the back-up system controller, the patient was in the process of disconnecting one of the battery leads and they suddenly became lightheaded and passed out. The patient began to slip off the couch, but the patient's spouse managed to catch the patient and gently slide them to the floor. It took a couple minutes until to connect the patient back to their equipment; however, in the meantime the patient became cyanotic with a right-sided facial droop. The battery was re-connected, and the patient took a deep breath and became conscious. The patient denied symptoms prior to the alarm and denied any shocks from their implantable cardioverter-defibrillator (ICD). Emergency medical services (ems) was notified and the patient was transferred to their local emergency room (ER). The patient was later admitted for further work-up. The log files noted a backup battery fault on (B)(6) 2023 at 10:53:38 that would display the call hospital contact message; pump motor speed was not interrupted by this event. A black power cable disconnect event was recorded at 10:55:42, but the motor speed was maintained. A driveline disconnect was recorded at 10:56:19 and motor function was stopped during this event. A white power cable disconnect event was recorded at 10:56:35. Several silence alarm button pressed events were recorded. The data indicated that a system controller shutdown sequence was initiated several times but was not completed. A system controller shutdown sequence was completed at 11:44:38. It was thought that the patient's unconsciousness was due to disconnecting the system controller from power as there was not anything found on the clinical and diagnostic exams. The patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event associated with a disconnection of the driveline. The pump appeared to have operated as intended at the set speed prior to driveline disconnection. According to the account, the event was the result of a system controller exchange, and it was believed that the reported unconsciousness occurred during the exchange. A direct correlation between the device and the reported patient symptoms could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2, "system operations" (under "system controller warnings and cautions"), states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7, "alarms and troubleshooting", outlines all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, document 10006136, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "if the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms, including the driveline disconnected alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.